Event description:
A report was received on (B)(6) 2025 from a 70-year-old male with a medical history including end stage renal disease, who stated blood was observed leaking from the cartridge during a home hemodialysis treatment on (B)(6) 2025. Although requested, additional information was not provided.

Manufacturer narrative:
The cartridge was not available for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.